Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. A batch review was not possible since the lot is unknown. Since no sample was available for evaluation and no further information is available, no root cause can be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that an unknown quantity of minicaps were missing iodine. This was noticed prior to use. No patient injury or medical intervention was reported as a result of this incident. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The samples were reported as discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.